Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was stated that the customer was hospitalized for high blood glucose levels, with a reading of 768 mg/dl. It was also stated that some of the boluses had not been recorded in the bolus history. Troubleshooting was performed, and the insulin pump failed the high pressure test, but passed the self test. The basal rates were programmed correctly. Nothing further was reported.